Event description:
Patient appears with implant overdenture with 4 implants. She had o-rings tightened, changed by dentist. She said too tight and hard to get denture out. Possible micro-fracture of bone.